Manufacturer narrative:
Date received by manufacturer: 15nov2019. Date of report: 18nov2019. The manufacturer's technical service representative advised the customer that the controller pcb is obsolete with no replacement indicated. The manufacturer's technical service representative provided the customer with the eol(end of life) / eos(end of service) bulletin for focus model and controller pcb. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported a corrupt calibration table error. There was no patient involvement.